Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that several of the same altitude alarms occurred. The call dropped and cts made several attempts to contact the customer. No further information is available and no troubleshooting has been conducted.